Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. The device resumed normal functions when re-interrogated. The patient was in stable condition.